Event description:
It was reported that, "avs al trial broke off of the trial handle while in the patient. Surgeon was able to reengage another handle to the trials side attachment and safely remove it."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.